Event description:
A patient was found on the floor bleeding from a laceration to the head over right eye. The patient was assisted back to the bed and md called. The patient was awake but groggy, pupils equal and reactive. The hand grip and leg movements weak. Sent for CT of the head which showed subdural hematoma with minimal shift to left. Platelet count on date of fall was 12. Had a previous fall about a week earlier and bedcheck was put on the patient's bed. It did not alarm when the patient got out of bed. When the sheets were moved prior to putting patient back in the bed, the bedcheck alarmed.